Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) assessed the device and validated the reported issue, identifying misalignment in the touch position. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced. Following this, the device successfully passed the performance verification tests in accordance with philips standards and was reinstated into service. The investigation has determined that no further action is necessary at this time; however, the complaint file will be reopened should additional information arise.